Manufacturer narrative:
Alleged failure: image loss confirmed failure: sdc-no problem found probable root cause: ¿ dvi / s-video/composite cables and connectors, sources and sinks ¿ sk28 system design ¿ sk28 firmware ¿ sdc3 application software ¿ gravity workflow software application ¿ software: sdc3 ipad app ¿ use error ¿ manufacturing/ service nonconformity the product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence. Manufacture date is not known.

Event description:
It was reported that there was loss of image.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that there was loss of image.